Event description:
The customer reported to olympus, the videoscope's screen did not display properly when connected and turned on. The power was turned off and on and the cord was plugged in and then unplugged and the problem went away after a while and the procedure was completed using the same set of equipment. The issue was found during an unspecified therapeutic procedure while using the otv-s300. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event, ¿the image did not show up normally¿, was confirmed. The probable causes were determined as follows: ·the appearance checks of the endoscope revealed damage such as a scratch and chipping on a-rubber glue of the bending section. Mechanical stress such as bumping and dropping was applied to the electrical circuit in the image sensor in the image sensor unit which was embedded in the distal end of the endoscope, which temporarily caused the electrical connecting status poor. Then, it exercised a negative impact on image signal output to be unstable, which resulted in malfunction. ·accumulation of electrical stress by energization to the electrical circuit board including the electrical parts which were installed on the electrical circuit board in the image sensor and the scope connector, application of accidental static electricity, or overcurrent while the system was powered on may have caused the electrical connecting condition to get worse. Then, it exercised a negative impact on the image signal output, which led to unstable image signal output. As a result, it resulted in image failure. ·moreover, overcurrent may have occurred due to connection/disconnection of the video connector while the system was powered on, leakage current form other devices and electrical wirings, and adhesion of dust and moisture to the electrical contacts of the video system center and the video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have detected/prevented the phenomenon: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦ inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.